Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 31may2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
On (B)(6) 2018 06:31:10 (B)(6). Po for $(B)(6) approved by (B)(6). Shipping & billing addresses confirmed. There was no patient involvement. On (B)(6) 2018 11:39:52 (B)(6). 1z9791540272995042.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 31may2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 13420316 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. CAPA reference : n/a .

Event description:
(B)(6).